Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by MFR; no gross lead discontinuities visualized.

Event description:
It was reported that the pt had high lead impedance on diagnostics. X-rays were taken and reviewed by the MFR, but no anomalies were noted. The physician planned to have the pt's generator replaced prophylactically soon, but it is unk if the lead will be replaced as well. No surgery has occurred to date. Attempts for further info have been unsuccessful to date.